Event description:
It was reported that a bent needle occurred during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "the customer attached pen needle as usual. But sometimes insulin didn't come out from the pen injector. She didn't prime the pen." 6 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 8282614, cat. No. 320566. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bent needle occurred during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "the customer attached pen needle as usual. But sometimes insulin didn't come out from the pen injector. She didn't prime the pen." 6 occurrences were reported.